Event description:
It was reported during implant of the leadless implantable pulse generator (ipg), the distal curve of the delivery system (ds) that is deflected using the deflection button was kinked during the procedure, thus hindering the ability to place the ds in a desired septal position. The ds was attempted/not used and replaced. The delivery system was returned to the manufacturer, analysed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The delivery system outer shaft was kinked/buckled. The handle of the delivery system was damaged/cracked. The delivery system stability member was kinked/buckled. Visual analysis of the delivery system indicated damage during use. The analyst noted the delivery system was returned with the handle of the delivery system broken with the deployment button and deployment button spring missing and not returned upon receipt. The outer shaft was kink/buckled at 9.3 cm from the distal end of the delivery system. The stability member was kink/buckled at 26.2 cm from the distal end of the delivery system handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.